Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore in half. Half of the lens went into the eye and the other half stayed in the cartridge. The surgeon removed the lens with out enlarging the incision and put another same model lens. The reporter stated that the technician was new at loading these lenses.

Manufacturer narrative:
Eval results - a visual inspection of the returned product shows the lens is torn in half and half of the lens is in the cartridge. There is clear surgical residue on the lens. The cartridge has reddish surgical residue on it. It should be noted that the injector was not returned for evaluation.